Manufacturer narrative:
The device has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The pt stated that his blood glucose (bg) was elevated as high as 600 mg/dl about 2 weeks ago. The pt denied receiving any medical attention and experiencing any associated high bg symptoms. The pt decided to discontinue the pump because he thought the basal insulin was not being delivered with the pump after seeing 0.00 units in the basal history. The pt was unable to provide details about the insulin, infusion site/set at the time of the alleged high bg. The pt claimed that his bg was resolved after using a different pump. The pt went back on the reported pump last evening and the bg was 127 mg/dl in this morning and has not experienced any issues. The animas rep reviewed the pump and noted that the pump settings and history were correct. The pt admitted to re-using cartridges, which can impact the pump's performance in delivering insulin. There is no indication that the pump malfunctioned; however, this complaint is being reported because the pt's bg allegedly elevated as high as 600 mg/dl at the time when the pump's history indicated that 0.00 basal units were being delivered.